Event description:
It was reported that the customer was hospitalized with dka. Troubelshooting indicated the device was functioning properly. Discuss other possible causes and instructed to change set and take injetions as per md.